Manufacturer narrative:
Infection is a known complication as published on the labeling of the device. Per the information provided by the physician, no device deficiency was alleged. If further information is received, a supplemental report will be filed.

Event description:
A call was received by a physician requesting information in order to explant a codman pump due to a secondary infection. Physician reports that the infection stemmed from an unrelated ventral hernia repair surgery and this hernia incision dehisced and became infected. Since the incision was located directly below the pump, the infection spread to the tissues of the pump pocket, leading to explant of the pump. Physician states that there was no malfunction of the pump and that the infection was secondary to the pump. Stated that patient had "been doing extremely well in regards to pump function for 20 years." Hernia surgery was (B)(6) 2021, admission for hernia infection was (B)(6) 2021, evaluation for pump pocket infection was (B)(6) 2021. Explant date for pump was (B)(6) 2021. Physician reports that patient was doing well after explant surgery. Implant date was (B)(6) 2002. The indication for the pump was chronic pain.